Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. Access site bleeding: clinical stated that there was ooze noted so an additional suture was placed and the ooze resolved. The root cause of the access site bleeding is most likely due to use as an additional suture was placed and it stopped the oozing. Placement signal issue: the clinical stated there was a loss of all metrics except motor current. No alarms were triggered at this time. Flows were 0.0/0.0. Data logs show that about 7 hours into support the placement signal began to drift up while flows drifted down. The drift lasted for about one hour and 45 minutes before going completely out and triggering alarm 1051. No issues were found with the motor current. The root cause of the placement signal issue is most likely due to dp sensor drift based on the clinical details and data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 medical device problem code updated to include placement signal coding. B1, product problem b7, other relevant history, including preexisting medical conditions, updated.

Event description:
Additionally, the complainant reported that the pump was observed to have lost the placement signal. The pump was not replaced and continued to support the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
It was reported that a patient was implanted with an impella rp flex to treat right sided failure and cardiogenic shock. Due to bleeding at the groin the team had to place additional suture. The patient survived.